Manufacturer narrative:
Citation: tsampasian, v. Et al. Left ventricular speckle tracking echocardiographic evaluation before and after tavi. Echo research and practice. 2020; 7(3):29-38. Doi: 10.1530/erp-20-0009 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding left ventricular function before and after the implant the implant of a transcatheter aortic valve (tav). All data were collected from a single center between 2015 and 2018. The study population included 85 patients. Patients were implanted with a medtronic evolutr tav or a non medtronic self expanding tav. The overall study population was predominantly female with a mean age of 81 years. No serial numbers were provided. Among all patients, no deaths were attributed to a medtronic product. Among all patients, adverse events included: trivial to moderate paravalvular leak (pvl), patient-prosthesis mismatch (ppm) and left bundle branch block (lbbb) treated with permanent pacemaker implant. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.